Event description:
It was reported that the patient experienced pocket stimulation around the implantable cardioverter defibrillator (ICD) when the clinician paced the right atrial (ra) lead at max outputs. The patient also feels the pocket stimulation at times from home. Follow up indicated that the stimulation could be due to insulation breach. The doctor decided to monitor the patient. The lead remains in use. No further patient complications have been reported as a result of this event.